Event description:
Customer reported that they restored the po2 channel even when the qc results were out of range and they ran patient samples. Quality control results were out of range between (B)(6) 2013 at 7:50pm to (B)(6) 2013 at 2:01am. Customer indicated that they ran 7 patient samples during this time frame. There was no injury reported due to this event.

Manufacturer narrative:
The event has occurred due to an operator error. Customer should not have restored the po2 channel and run patient samples when the quality control was out of range. Customer reported that none of the samples had a po2 value that was within the critical range. Treatment was not withheld or delayed due to the results. None of the po2 results are questionable and were not questioned by the operator or physician. According to the patient's history and the samples analyzed before and after this time frame, the po2 results are logical. Instrument is performing as intended.